Manufacturer narrative:
Additional information manufacturer¿s investigation conclusion the report that the patient¿s driveline was cut could not be confirmed as no product was returned for evaluation. Furthermore, a direct relationship between the device and the reported patient death could not be conclusively determined through this investigation. The heartmate 3 instructions for use (IFU) contains a section on caring for the driveline. This section emphasizes that damage to the driveline may cause the pump to stop. The heartmate 3 IFU also contains important warnings related to pump stops. The caring for the driveline section states that if it has been determined that the damage has been detected in the modular cable portion of the driveline, the modular cable can be replaced. Instructions regarding exchanging the modular cable are provided in the replacing the modular cable section of the hm3 IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. The heartmate left ventricular assist system (lvas) was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient accidentally cut driveline and expired. No further information was available.